Event description:
Customer report that the pt was trached on (B)(6) 2012 with the reported device. Nurse noticed that the trach was not properly fitted and called the respiratory therapist (rt). It was reported that the rt noticed that the flange on the left side of the tube was broken away from the trach tube itself. Pt required immediate trach change as the original trach could not be fixed while on the pt.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.